Event description:
It was reported that on (B)(6) 2024, while preparing to connect a patient to an infusion port using a single-use implantable drug delivery device indwelling needle, the nurse opened the package and removed it to find that one section of the straight tube of the y-fork of the device's indwelling needle was longitudinally split and unusable; it was replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.